Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, there would be an approximate 5 second lag when the customer attempted to access pump features. During troubleshooting, tandem technical support confirmed that the touchscreen was functioning as intended. The customer's blood glucose (bg) level was 57 mg/dl; however, the customer stated low bg level was due to having been on a special diet and was unrelated to the pump or supplies. The customer reduced basal rate and consumed carbohydrates to stabilize bg level.